Event description:
On or about (B)(6) 2012, patient underwent placement of an angiodynamics xcela product with reference number: h965451110 and lot number: 120141000. The device was implanted by dr. (B)(6) at(B)(6) for the purpose of ongoing chemotherapy treatment. On or about (B)(6) 2012, patient presented herself to (B)(6) with complaints of central line site pain. During imaging, patient was found to have a small hole at the site of her central line, and extravasation at the entrance site to the internal jugular vein, therefore was admitted for port removal. On or about (B)(6) 2012, patient's defective port was removed and replaced by dr. (B)(6). Patient replacement was an angiodynamics xcela product at (B)(6). The replacement implant was for the purpose on patient's ongoing chemotherapy.

Manufacturer narrative:
Item number: item description: lot number: expiration date: manufacture date: UDI: (B)(4), xcela power injectable port with 8f x 750 mm attachable polyurethane catheter and silicone plugs, 120141000, expiration date and manufacture dates unknown, UDI: (B)(4). The complaint was forwarded to the manufacturer and investigated. The device history record (DHR) has been reviewed and showed no deviations. The information you provided was used to conduct an investigation. Without returned product for technical investigation, it is not possible to confirm the reported defect "port/catheter disconnection". The most probable cause is a misconnection of the connector on the catheter with the port: the related risks are identified in the risk manage-ment file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unveri-fiable. At the time of delivery, the product met its specification.